Event description:
The customer reported that the patient monitor fell. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the pt monitor fell. No pt harm was reported. The sequence of events for this monitor "fall" is unk. In an abundance of caution, this event is considered reportable. Patient harm/serious injury can be the result of an unexpected patient monitor "fall". Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.